Event description:
The patient presented with low impedance and went in for replacement surgery. During the surgery it was observed that large portions of the lead had the tubing fully abraded to where it was just the lead wire. The surgeon thought it could have been due to the location in which he originally placed the device because he had used a single incision and part of the lead was placed under the generator which was likely rubbing against the clavicle. The lead and generator were replaced. The explanted suspect device has not been received to date. No further relevant information has been received to date.

Event description:
The generator and lead were received for analysis. Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Lead analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the lead. During the visual inspection abraded insulation was observed in several areas of the returned lead portions. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities or short circuit conditions were identified. During the visual analysis, abraded openings were observed on inner tubes adjacent to each other in more than one location. Though it is difficult to state conclusively, these observed conditions may be a contributing factor for the reported ¿low impedance¿ allegation. The lead assembly has dried remnants of what appear to have once been body fluids inside the outer and inner tubes, in some areas. With the exception of the observed abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) was not returned for analysis, a complete evaluation could not be performed on the entire lead product.